Event description:
The patient had contacted lifescan and reported that her one touch ultra meter would count down after blood was applied to the test strips, but would then display the apply sample symbol. Medical affairs specialist called and spoke with the patient, who provided additional information. The patient has had this meter for about two months. Since two days ago, she was having this issue with the meter and was unable to get a result. She was feeling dizzy, and thirsty at the time of concern. She went to the doctor's office, where her blood glucose result on the doctor's meter was 217 mg/dl, which does not reflect a serious injury. She was not given any treatment there, but was advised to increase her oral medication for that day. During troubleshooting, it was verified that she was applying enough blood sample to the test strips and that her testing technique was correct. She was asked to retest with a new test strip and a sufficient sample size, but the issue persisted and the test would not start. She was then asked to retest with a test strip from a new vial, but again, the test did not start. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction. The patient was sent a replacement meter and test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.